Event description:
In the process of the breast biopsy the revolve vacuum unit stopped working. The biopsy needle was in the breast. The patient was kept in position while the service rep was contacted via phone after the technologist troubleshooted. It was decided to remove the needle and start over with a new needle and new holster. The biopsy device stopped working at the same point. Service was called again and the patient was rescheduled. The company is shipping a new unit tomorrow and a rep will be here this afternoon to go over some troubleshooting. It was determined that the malfunction was due to the biopsy probes. The entire order with the same lot number was returned to devicor.